Event description:
Attorney alleges plaintiff has developed physical symptoms which are not yet severe, including breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, burning sensation in breast, nipple discharge, inability to breast feed and arm/neck pain. Attorney also alleges plaintiff is experiencing anxiety, stress, pain and suffering.